Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR no report.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported. Additional information received which indicates that this brady lead was attempted due to patient anatomy and was returned for analysis.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported.